Event description:
In or about (B)(6) 2002, an ams elevate anterior a apical prolapse repair system was implanted in the plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, and will likely undergo corrective surgery." It was also alleged that the plaintiff "suffer severe personal injuries, pain and suffering, and severe emotional distress" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.